Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp), the device would not inflate when the pump was squeezed. All components were removed and replaced. No fluid was observed in the reservoir upon removal. There were no patient complications.